Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the batch information was not provided for this event, and bsc cannot confirm if the device used is within scope of the recall. This event was conservatively associated to the recall. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with failure to expand and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure performed on an unknown date. During the procedure, cautery fistula creation was successful, but the distal flange failed to expand even though the outer sheath had appropriately retracted. The stent was then completely deployed and the proximal flange expanded fully. A double pigtail stent was then placed coaxially. The distal flange did subsequently expand partially. A post procedure computed tomography (CT) showed partial but still incomplete expansion of the distal flange. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a choledochoduodenostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure performed on an unknown date. During the procedure, cautery fistula creation was successful, but the distal flange failed to expand even though the outer sheath had appropriately retracted. The stent was then completely deployed and the proximal flange expanded fully. A double pigtail stent was then placed coaxially. The distal flange did subsequently expand partially. A post procedure computed tomography (CT) showed partial but still incomplete expansion of the distal flange. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a choledochoduodenostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2301 captures the reportable event of additional device required.